Event description:
Patient had a planned brain MRI. He has a certas valve which is normally set at 3. After the MRI was performed, the shunt valve was interrogated and was found to be set at 7. Multiple attempts were made to adjust the shunt valve back down to 3, including with the patient in a sitting and supine position. An x-ray was obtained that showed that the valve was in fact set at 7. Even after multiple attempts this could not be changed back to 3. FDA safety report ID # (B)(4).